Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. The complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The surgeon was able to retrieve the fragment and complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the patient did not have any complications at the end of the procedure. The fenestrated bipolar forceps instrument was inspected prior to use and was not in contact with any hard material when the fragment fell inside the patient. The surgeon retrieved the fragment using a laparoscopic microfrance. The instrument also did not collide with any other instrument during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the instrument to have a broken grip at the grip base. A piece approximately 0.571" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. Based on the additional information obtained from failure analysis investigations, this MDR report is being retracted as the damage to the instrument was determined to have been due to user mishandling/misuse and not due to a malfunction of the instrument.